Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to problems with the patient's catheter. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred at the end of a routine hemodialysis treatment. The patient has been experiencing problems with catheter and attempted to reverse lines. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.